Event description:
It was reported that pump quick bolus/wake button was extremely difficult to press and required multiple presses to turn on pump screen. There was no reported impact to the customer¿s blood glucose level. Customer confirmed pump was not connected to power and followed instructions to firmly press center of button while supporting bottom of pump, but difficulty persisted, so technical support arranged replacement pump, provided storage mode and return instructions, and customer planned backup therapy but declined to share details.